Manufacturer narrative:
A steris service technician arrived at the user facility, inspected the reliance 130 cart washer and found the dryer hose had partially detached from the unit, allowing hot steam to blow out from the unit into the room. The technician's inspection concluded the partial detachment of the dryer hose may be attributed to hose clamps which had loosened over time. The technician made the necessary repairs to the reliance 130 cart washer, tested the unit and confirmed it was operating according to specification. No further issues have been reported.

Event description:
The user facility reported a steam leak from the reliance 130 cart washer activated the facility's fire alarm and sprinkler system located above the washer. No evacuations were required. No injury or procedural delay or cancellations were reported.